Event description:
Customer was admitted to hosp for high blood glucose. Pt assumed that the cause is an infection due to not changing reservoir, set or insulin. Md checked the system: tubing was kinked/damaged at the connector and leaked. Pt did not notice insulin smell, no stress at the tubing.